Event description:
It was observed that during the device evaluation, the device exhibited scratches, dust, deformation, peeling, and burning and breaking of the light guide during the service inspection. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction appearance scratches, dust, deformation, and peeling, and burn and breaking of the light guide. The most probable cause for the malfunction traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.